Manufacturer narrative:
One device was returned for evaluation. The unit was bubble tested and the sterility was found to be compromised. The complaint is confirmed. The root cause could not be established. The device history record was reviewed, and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged a defect in the packaging was found during their initial inspection of received product. The device was not sent to a user facility.